Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was serviced at customer's site. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp IV system with serial number (B)(4). A visual inspection of the system was performed, and the roller pump lid was found to be broken. The thermogard system is a reusable device and was manufactured in 12/29/2011; therefore, this type of physical damage can occur due to normal wear and tear and/or physical abuse and is not related to the reported complaint. A review of the event log was performed and found no errors or anomalies to have occurred on the reported event date of (B)(6) 2016. The system failed initial functional testing due to an incorrect temperature connector. The third party cable was used which hasn't fit in the temperature-block .the temperature connector was replaced to remedy the reported complaint. In summary the customer's reported complaint was confirmed during functional testing and was attributed to a defective temperature connector. After replacement of the parts identified during investigation and visual inspection, the system passed all final functional testing criteria. Customer's site.

Event description:
It was reported that the thermogard xp ivtm system (s/n:(B)(4)) displayed a little yellow box with some text on the screen and the temperature measurements were intermittently interrupted. It was discovered that the third party cables were used which haven't fit in the temperature-block (temperature 1/temperature 2) correctly. No faults on zoll products. No patient involved during this event.